Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case and main circuit board were replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing revealed the top case was responsive and had a touch button offset error. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the touch button offset error was due to a design specification limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).